Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04925. It was reported that the patient was experiencing ineffective stimulation. X-rays confirmed lead migration. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient passed away and no further information will be available.